Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer inserted a new battery into the insulin pump, but it was not working. Only the number six was visible on the lcd display of the insulin pump and then the device restarted. The device passed the self test. The compartment near the battery cap was cracked. There was a second crack near the reservoir compartment. The customer's blood glucose was 175 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).